Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this pacemaker reported feeling light headed and became syncopal. The patient noted feeling intermittently light-headed over the preceding week and stated the symptoms were consistent with their indication for implant. The patient was referred to their physician for follow-up. No additional adverse patient effects were reported. This system remains in service.